Event description:
I am reporting 2 separate events with the merit 4 port manifold. Both events occurred in cardiac intensive care - post surgery. Manifolds were on different patients on different days. Both were found to be leaking from manifold, all ports were secure but leak still occurred. We have had this issue before but did not report.